Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic-assisted combined colon and liver resection the device did not fire, the surgeon was able to press the green button, but was not able to squeeze the handle. Another device was used to complete the case. There was no patient harm.